Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blistery rash around the back therapy pad electrodes. The patient was told to use a band aid on the irritation by his home health nurse. The patient's irritation has remained the same. Patient is in the care of medical professionals.